Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).depuy still considers this case closed to CAPA.

Event description:
Asr revision. Unknown product type - unknown side hip. Reason(s) for revision unknown. Update received: 5th may 2014 - added revision reason: pain and acetabular osteolysis, amended failure code, created updated med-dev, added products head and taper sleeve, added cup which was amended from a dummy product and advised competitor stem was used. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision. Unknown product type* - unknown side hip. Reason(s) for revision unknown. Update received: 5th may 2014 - added revision reason: pain and acetabular osteolysis, amended failure code, created updated med-dev, added products head and taper sleeve, added cup which was amended from a dummy product and advised competitor stem was used. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem. Update received: 20th may 2014 - added implant date: (B)(6) 2007, added side hip: left, added product type: asr xl, added scf, added surgeon: dr (B)(6)and added hospital: (B)(6).

Event description:
Asr revision; unknown product type - unknown side hip; reason(s) for revision unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 21 oct 2015: rec'd legal letter with patient's name and sex, additional reasons for revision - corrosion and increasing metal ions. Also added any missing mw fields and all exp dates.